Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that there was a forced update. Data was provided for investigation but does not reflect the alleged device. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported